Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed and experienced during the powering on of the device and found to be caused by a failed motor. Severed motor screws were also found, and could have contributed to the alarm. The failed motor assembly and motor mount screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.